Event description:
It was reported that the patient capsule was torn during phacoemulsification and a vitrectomy was performed. The +22.0 diopter cc4204bf collamer plate lens was loaded, but not implanted. The doctor decided to use a different type of lens and implant it in the sulcus. Further information was requested, but none has been forthcoming. If more information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
The product for this complaint was not received, however, the lens was returned and visual inspection of the returned lens showed a piece of the plate haptic had torn off into the optic and was missing. There was a clear surgical residue on the lens.